Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Without return of the entire lead, a complete evaluation cannot be performed.

Event description:
The patient presented to the hospital after receiving shocks. During interrogation, noise signals were observed. The session records revealed the ventricular lead impedance and sensing decreased and the thresholds increased. The lead was explanted.